Event description:
The representative clarified the patient was put on IV antibiotics to address the issue.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site. As such, the patient was given antibiotics and the system was explanted to address the infection.

Manufacturer narrative:
Date of the event is estimated. Date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.